Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and high ketones; cause was not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.